Event description:
During left heart catheterization, the dye chamber was not consistently pulling dye from the bottle when the bottle still had contrast in it. Air ended up getting in the tubing and going to the patient but was caught before reaching the patient. The dye chamber worked fine with the 150cc bottle of dye but once the 100cc bottle of dye was spiked, it quit working properly. No harm was done to the patient. Manufacturer response for IV tubing, manifold kit (per site reporter): merit was notified by cath lab clinical manager. Merit medical services will send immediate shipment of dye savers to replace the ones in the manifold packs. Merit does not yet have merit packs with the new dye saver in them, but they are quickly working to make this happen. The engineers at merit have identified an issue with the vent, but they do not actually manufacture the spike and vent, they purchase it from a 3rd party and package it with their product. Merit has finally admitted that they have other accounts with the same problem. It was also reported, merit will be sending out a voluntary recall of certain lot number of their merit packs.